Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was not reported. Insulin pump would be replaced.